Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient's ipg was deemed inoperable. The patient had their ipg replaced on (B)(6) 2019 with no complications. Effective therapy was established post op.

Manufacturer narrative:
Corrections made to reflect that the patient did not recharge their ipg.